Event description:
It was reported that the pump infused unexpectedly slowly. There was patient involvement with no user harm.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump infused unexpectedly slowly. A clinician from the hospital indicated they believed the issue may have been due to user error. There was patient involvement with no user harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem. Additional information: concomitant med prod data, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion was replicated during laboratory testing the device was found to be slightly under infusing and it was corrected by calibration. A timed rate accuracy test was performed at the last rate observed on the log review of 500 ml/h for one hour. The test results measured the actual rate at 470.53 ml/h (-5.89% error), which was out of specification for this test (± 5% error). The alaris system maintenance (asm v 12.5) was used to perform calibration task on the returned pump module, and the device passed rate accuracy tasks. An additional timed rate accuracy test was performed after the calibration on suspect pump module; the test results measured the actual rate at 500.01 ml/h (0.0% error). Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. A review of the pump module error logs showed no errors or malfunctions that were relevant to the customer¿s complaint. A log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, or programming parameters. The facility did not provide infusion details. The review of the logs is based on the last programmed infusion administrated by the suspect (s/n: (B)(6)) on (B)(6) 2026. At 2:47 pm the channel selected key was pressed, and an infusion was programmed with a rate of 500 ml/h and a volume to be infused (vtbi) of 1000 ml. Infusion started. At 4:19 pm the pump module alarmed air in line. At 4:21 pm the infusion was restarted but then pump module alarmed occluded patient side (five (5) times), infusion was restarted (four (4) times) and the infusion was paused. The channel select key was pressed was selected and an infusion was programmed with the following parameters: rate: 500 ml/h and a vtbi: 800 ml. Infusion was restarted then pump module alarmed occluded fluid side (two (2) times) and finally the infusion was paused. At 4:22 pm the pump module alarmed occluded fluid side (four (4) times, pump module alarmed check IV set and pump module alarmed occluded fluid side. At 4:23 pm the unit was channeled off. The bd alaris¿ system with guardrails¿ suite mx user manual (v 12.3.1) states the following: proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. Avoid the following conditions that can cause a slower flow than expected (under infusion): avoid positioning the pump module below the patient heart level. Avoid hanging the solution container below the pump module. Avoid using small inner diameter catheters with high viscosity solutions at flow rates above the rates listed in the recommended flow rates by catheter size and type of infusate on page 123 (can cause back pressure). The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Root cause: the probable root cause of the under infusion reported stems from insufficient calibration. After calibration was performed the pump module was observed working as intended. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.